Event description:
Patient on IV heparin gtt. Pump not alarming for an occlusion and displaying as running as well as updating on display screen vtbi. For evening medication pass rn examine IV pump and vtbi is listed as ~100cc however bag is full. Pump sounds like it is running, and screen is displaying as gtt is running. The gtt chamber is half full with one gtt sitting on end of infusion appearing that it will fall into gtt chamber however gtt doesn't fall into chamber. Heparin was switched to a new pump and restarted. Heparin bag was hung at 0100 and error was caught 1825.